Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was added to fields: h3 and h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, a b30 communication error and loss of scope ID information were identified. Based on the results of the investigation, it was presumed that the events occurred due to the damage of the image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A definitive root cause could not be determined. The event can be detected by following the instructions for use which state: the inspection method for the suggested event 1/2/3 is described in the operation manual "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system¿ in the operation manual. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope had black screen, and nothing was displayed when the 3d was switched on. The issue occurred during preparation for use before an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.